Event description:
New information received indicates that noise was oversensed on the pacemaker (pm) resulting in pacing inhibition.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received with no telemetry communication and no output. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Signs of rapid discharge were noted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage because of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the patient's pacemaker (pm) was in backup mode. Multiple attempts were made to restore the device but were unsuccessful. There was also noise noted on the right ventricular (rv) channel. It was suspected that the noise was due to faulty header of the pm. The physician elected to explant and replace the pm. No noise was able to be reproduced with the new pm. The patient condition was stable.